Event description:
Healthcare professional reported that 5 days post implant the pt suffered a massive stroke. The pt had experienced atrial fibrillation for approx 24 hrs prior to the stroke and the international normalized ratio was 3.5 at time of the stroke. The valve remains implanted at this time. Add'l info is being requested.